Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. Programming changes were made to deactivate the lv lead. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable after procedure.